Manufacturer narrative:
The insulin pump had no black screen/display anomaly during testing noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's father that after changing the battery on the insulin pump, the lcd display screen flashes on and off. Advised insulin pump would be replaced. No additional information is provided.